Event description:
During cryoablation of bilateral kidney lesions, while in freezing phase, there was a loud popping sound. The cryoblation probe was checked and part of the probe had a hole in it. The probe is connected to a console and helium and argon gasses flow through the probe to freeze the tumor. The part of the probe that had a hole in it was not near the patient. The probe was removed and replaced with another probe and kept to be inspected. There did not appear to be any issues with the patient being affected by the probe. Imaging and the procedure was continued and the patient did well and went to the pacu post-op.